Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage on the pulley cover. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage and charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed after the procedure. There was no arcing observed. There was no injury to the patient. The instrument was inspected prior to use and no damage was noticed out of the ordinary. The instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.